Manufacturer narrative:
Medical device lot number unknown. Expiration unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Manufacture date unknown.

Event description:
It was reported while using the bd vacutainer® cpt¿ cell preparation tube with sodium citrate, that there was an unknown "white, tightly bound substance" in the tube.